Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 3pm. The patient reported using insulin pump therapy to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue the patient reported at unknown time he ¿crashed.¿ the patient reported on (B)(6) 2013 he was treated by emergency medical services and a reading of ¿30mg/dl¿ was obtained, and he as treated with IV fluids. It is unclear if the IV fluids contained glucose. At the time of troubleshooting, the cca was unable to resolve the alleged issue with the patient since the patient did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue, he was unable to test and therefore developed symptoms suggestive of hypoglycemia and required treatment from ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/23/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.